Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain while the patient was connected. The home patient cycled the power on the hc and it then alarmed system error 2367. The baxter technical services representative advised the use of new disposables. There was nothing found during troubleshooting that could cause or contribute to the alarm. The hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.